Manufacturer narrative:
This pt presented for elective treatment of 2-vessel disease. Pre-procedure medications included aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Percutaneous coronary intervention (pci) was performed on a (b2) calcified lesion in the mid right coronary artery (rca) of 6.6mm in length in a 3.7mm vessel diameter. The lesion was pre-dilated with a 3.5 x 10mm balloon at 20 atmospheres (atm) before deploying a 3.5 x 13mm cypher stent at 20 atm. Post-dilation was not conducted. Intravascular ultrasound (ivus) was not conducted. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Pci was performed next on a (b2) eccentric and calcified lesion in the proximal rca of 12.1mm in length in a 3.7mm vessel diameter. Pre-dilation was conducted with a 3.5 x 10mm balloon at 20 atm before deploying a 3.5 x 13mm cypher stent at 24 atm. Post-dilation was conducted with a 3.5 x 10mm balloon at 24 atm. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was not measured. Post-procedure medications included aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Approx three months later, the pt complained of breathing difficulty and was taken emergently to the hosp. She was diagnosed with an acute myocardial infarction (mi). Coronary angiography was conducted. Thrombus and restenosis were observed in both cypher stents. To treat the thrombus, plain old balloon angioplasty (poba) was conducted and a 3.5 x 15mm driver bare metal stent was implanted inside of the first cypher stent. Then a 4.0 x 9mm driver bare metal stent was implanted proximal to the second cypher in an overlapping manner. The physician commented that the cause of the thrombotic event was because the blood flow was bad due to the restenosis. Pre-procedure medications included aspirin 200mg/day and ticlopidine hydrochloride 200mg/day. Please note that this device is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug eluting stent. It is also one of two devices associated with this pt's adverse events and were reported under the following mfg numbers 9616099-2007-00503 and 9616099-2007-00504.

Event description:
Approx three months after percutaneous coronary intervention (pci), the pt returned with an acute myocardial infarction. Angiography also revealed restenosis and thrombus of both implanted cypher stents.